Manufacturer narrative:
Based on the information provided, the patient is experiencing bilateral pain, which is more prominent on the right side. As reported the patient has been seen by his md on multiple occasions who has not found anything wrong with the mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. At this time, no conclusion can be made as to the degree to which the mesh implants may be causing or contributing to the reported patient outcome. Should additional information be provided, a supplemental MDR will be submitted. This MDR represents the bard 3dmax mesh implanted on the patient's left side. An additional MDR has been submitted to document the information associated the bard 3dmax mesh implanted on the patient's right side. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: in 2011 the patient underwent a bilateral inguinal hernia repair and was implanted with two bard/davol 3dmax mesh devices. Following the repair the patient began to have some pain on the right side. He saw his md who did not note any problem with the mesh. The md indicated the issue was due to probable scar tissue as this was not the first surgical procedure to have been performed in this area. The patient then reports he had a "coughing fit" in which he thinks he felt the mesh rip inside his right groin. Following that he states he has the same feeling when he lifts weights at the gym, "it feels as if the mesh is ripping." The patient returned to his md, who again did not find anything wrong with the mesh and advised that a reoperation or removal of the mesh would not be beneficial as it may do more harm than good. As reported the patient has pain with bowel movements and is expecting to undergo additional surgical intervention in the future. Regarding the left sided repair it is reported that the patient is having some pain on the left side as well; however, the pain is reported as more prominent on the right side.